Event description:
The customer stated the unit will not power up even with a new battery. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. The complaint was confirmed and caused by the open f1 fuse on the defib circuit. Once the fuse was replaced, the device operated to specifications. Factory service upgraded, tested, and returned the device to the customer as documented in the service report.